Manufacturer narrative:
MFR's report date 11/6/97. The pump was returned for investigation and a visual inspection found the production seal broken. Visual and functional testing was performed and the pump was found to meet all MFR's specs. The accuracy was tested at several rates and passed all tests. No fault was found with the pump. We were unable to duplicate the reported freeflow. The event log was retrieved but showed no related incidents to the reported issue. This report was filled out by the MFR.